Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip xtw was inserted and placed on the valve and the lock line was removed. However, after establishing final arm angle (efaa) for the second time, it was observed that the clip opened from roughly 20 degrees to roughly 40-60 degrees. The clip was closed again, and efaa was tested again, but the issue occurred. The physician then closed the clip and proceeded with final deployment. After final deployment, the clip did not appear to open. It was noted that the clip remained stable on the leaflets. A second clip was deployed medial to the first clip, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, causes for the reported clip opening during efaa and clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "three (3) fluoroscopic still images were provided. All three images were taken post deployment of the first clip (reported device) and capture a similar state. In all three images the reported clip appears to be in a fully closed position, with a clip arm angle of ~15° - 20° which is within the typical closure range of per the instructions for use (10° - 30°). This is an estimation based on visual assessment with the unaided eye and is not confirmed. However, the post deployment state of the clip observed in the images does not present with a significantly large arm angle typically associated with a cowl event. Furthermore, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). With no pre-deployment cine for comparison, a potential clip arm angle change during / post deployment cannot be adequately assessed to confirm if a post deployment cowl occurred. As the images were taken post deployment, the reported failed efaa attempt (clip open - efaa) is not captured in the images and cannot be assessed or confirmed. There are no other observations based on the fluoro images provided."

Event description:
N/a